Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was unable to determine the root for the issue of foreign matter however, there has been increased awareness for cleanliness and reduction of foreign matter and, several projects are in place that will help reduce the potential of introducing foreign matter into tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: found some yellow plaque in edta tube 6 ml.